Manufacturer narrative:
H.6. Investigation summary: DHR: a review could not be performed as the lot number was not provided. Received one used (B)(4) unit from catalog number 381823; lot number unknown. The unit consisted of the retracted needle/safety barrel assembly and inside of a miscellaneous tube. Five photos were submitted for review. Photo one displayed a retracted needle inside of a miscellaneous tube. Photo two displayed a retracted with the needle tip exposed. Photo three displayed a closeup of the exposed needle tip. Photo four displayed the same as photo three. Photo five displayed the same as photo three and four. Evaluation and testing: the needle was partially retracted into the safety barrel leaving the needle tip exposed. The end of the safety barrel was damaged (smashed); stress marks were observed around the damage. Functional test (needle retraction) was performed: after the needle was pushed and repositioned to the out position, then depressed the button at which point the needle partially retracted leaving the needle tip exposed. Photos based on the review of the submitted photo the defect needle reaction failure was confirmed. The photo displayed the white button was depressed and the needle was partially retracted, leaving the needle tip exposed. Which is the same finding as that of the evaluation of the returned unit. Conclusion: indeterminate: the defect needle retraction failure was identified, replicated and confirmed with the returned unit. Although needle retraction failure was confirmed with the damaged to the safety barrel it could not be determined if the damage resulted from packaging or from the user environment. Polycarbonate is a plastic that is resilient after being shaped during the molding process.

Event description:
It was reported that the needle on a bd insyte¿ autoguard¿ shielded IV catheter didn't retract completely when pressing the button.

Manufacturer narrative:
Medical device expiration date: unknown. Initial reporter phone #: unknown. A sample is available for evaluation. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the needle on a bd insyte autoguard shielded IV catheter didn't retract completely when pressing the button.